Manufacturer narrative:
The investigation determined that imprecise vitros psa and vitros tsh quality control results were obtained from the vitros eci immunodiagnostic system. An ocd field engineer performed maintenance on the microwell incubator and signal reagent subsystems to return the instrument to expected operation. The root cause of this event is instrument related.

Event description:
A customer observed imprecise vitros psa and vitros tsh quality control results while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. (B)(4).